Event description:
Device issue: failure to advance. Time of device issue: during the procedure. Adverse event: death. Onset of adverse event: during the procedure. It was reported that a perforation had occurred in the heavily calcified left anterior descending (lad) artery during use of a non-abbott device. The graftmaster was advanced to treat the perforation; however, it failed to cross and subsequently the patient experienced tamponade and died. No additional information is available.

Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not yet complete.